Event description:
Indication: common variable immunodeficiency, unspecified patient reports that one of her f-tubings would not fit into the pre-filled syringe because it was "warped." And will need a replacing of tubing. A dose was missed, no adverse event reported. Unknown if defective product available for return for inspection. Lot number and expiration date were not provided. Reported to cvs/caremark by pt/caregiver.